Manufacturer narrative:
The device was not returned to microline surgical inc., to perform full evaluation. The lot serial history report showed no similar complaint associated with lot# 00127186. There was no harm to the patient.

Event description:
During laparoscopic cholecystectomy, the last clip did not fire from the clip cartridge. There was no harm to the patient.